Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted in a (B)(6) female patient via v-p shunt in (B)(6) 2016 with unknown setting. Since the valve was implanted the patient's ventricle had a slit-like shape, and the progress was observed in a relatively high-pressure range. This patient was hospitalized with symptoms of acute hydrocephalus on (B)(6) 2021. The valve was removed and replaced on (B)(6) 2021. No information about valve failure is available.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823842) was returned for evaluation. Device history record (DHR) - the product code 82-3842 with lot cpgb8g conformed to the specifications when released to stock. Failure analysis -the valve was visually inspected; a needle hole in the needle chamber was noted. The position of the cam when valve was received was 170mmh2o. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and no other leak than the needle hole was noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve functions. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.